Event description:
Patient was having a procedure via femoral access and at the end, the angioseal was being deployed. During the retraction, the foot plate became dislodged and separated from the plug. The foot plate typically stays in place at the puncture site but in this case went into her vessel down near her foot. Pressure was applied to the site to stop bleeding and decision was made to monitor foot and toe for decreased blood flow through the weekend. None was observed. The physician placed collagen plug and foot plate in normal manner and retracted angio seal using the amount of force that he uses each time. He has previously deployed ~20 successful angioseals in the past and prior to that, had observed over 100 placements as a resident.